Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise with oversensing and greater than two seconds of pacing inhibition, resulting in inappropriate anti-tachycardia pacing (atp) therapy. It was noted that lead measurements appeared stable. This lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise with oversensing and greater than two seconds of pacing inhibition, resulting in inappropriate anti-tachycardia pacing (atp) therapy. It was noted that lead measurements appeared stable. This lead remains in service at this time. No adverse patient effects were reported. Additional information received indicated that the observed noise was likely attributed to an electromagnetic interference (emi) source, such as welding. This lead remains in service at this time. No adverse patient effects were reported.